Event description:
It was reported that the abutment screw was broken.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per) patient reported to have high density (type I) bone. X-ray or picture was not provided. The reported device was located on tooth # 19 and was used for approximately 4 years 11 months. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unknown biomet screw. Complainant reported that the abutment screw was broken. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.